Manufacturer narrative:
Neither the facility's charge nurse nor the clinic physician suspect this phoenix machine caused or contributed in anyway to the death of this pt. This event is being reported as per gambro policy: all cases of pt death within 24 hours after end of the treatment are considered reportable regardless of any involvement of a gambro device.